Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) evaluated the device, conducted an operational test¿which the device passed successfully¿restarted the device, and observed no error messages. The device is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The device functions within its specifications.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the error on the display. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the error on the display. There was no patient involvement.